Manufacturer narrative:
Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated that she is not satisfied with the product and will change to a competitor's meter.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 168, 156, 164, 166 and 162 mg/dl. The customer¿s expected fasting blood glucose test result range is 140 - 150 mg/dl. The customer feels well and did not report any symptoms. Customer stated that due to the high results obtained, she had called and had gone to see her doctor today. Before going to the doctor, she had tested using the meter and had obtained a result of 168 mg/dl fasting. Customer stated she had something to eat, then had gone to the doctor's an hour later. At the doctor's office, her blood glucose test result using their meter was 148 mg/dl non-fasting. Customer did not receive any treatment while at the doctor's, the doctor had just recommended customer get a different meter. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 181 mg/dl and 170 mg/dl using meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/16/2021 and test strips were opened last week. The meter memory was reviewed for previous test result history: (B)(6).